Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded, receiver shutdown was observed. Functional testing was performed and it passed. A discharge test was performed and it failed. The receiver case was opened, the internal inspection passed. A discharge test was performed with a known good battery and it passed. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.